Manufacturer narrative:
Device evaluation: visual inspection of the returned nail revealed the housing tube was broken at the anti-rotation lug or the crown region which confirmed the reported failure. The work order was reviewed and confirmed the device passed all quality inspections per the acceptance tests. The manufacturing x-ray image showed the anti-rotation lug (crown) was seated properly in the housing body. The inspection data for the lots of anti-rotation lug and housing tube were reviewed and confirmed the parts met design specifications per the engineering drawings. Based on limited information provided with regard to the patient impacts and no specific details the likely cause of the failure is unable to be determined, however, based on the type of breakage observed it is possible the nail broke due to stress generated from weight bearing activities. Device records review: a review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. Device labeling: per the precice instructions for use, "the precice intramedullary limb lengthening nail cannot withstand the stresses of full weight bearing for tibia and femur applications. For humerus applications, patients should not bear any weight on the treated limb. Patients should utilize external support and/or restrict activities until consolidation occurs". If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during a planned removal procedure the nail was found to be cracked in the distal aspect of the outer housing. The crack on the nail was noted to extend proximal another 2-4cm. The patient reported no falls, impacts, pain, or other notable events that would contribute to the breakage. A piece of the housing was missing from the nail and was left inside the patient's medullary canal. The surgeon attempted to retrieve the remaining metal piece in the medullary canal, but decided to proceed with inserting the new trauma nail without successfully removing the broken piece.